Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor smooth round moderate plus profile 300cc saline prosthesis, catalog #3502300, serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent primary breast augmentation with a mentor smooth round moderate plus profile 300cc saline prosthesis. On (B)(6) 2018, left sided deflation was diagnosed through a physical examination. As a result, the device was explanted on (B)(6) 2018.

Manufacturer narrative:
On 7/11/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 7/14/2018, mentor received additional information regarding this event. The actual date of event was (B)(6) 2018. The patient underwent bilateral removal and replacement with mentor memorygel smooth round moderate profile 550cc gel implants, catalog # 3505501bc, s/ns (B)(4). Also on 7/14/2018, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: the device was returned to mentor without fluid inside. No foreign material was observed within the device or on the shell surface. The product evaluation team (pe) discovered a rent measuring < 0.1 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point, it is not possible to determine the root cause of such damage. The device history record was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related to the manufacturing process. Breast implants are not considered lifetime devices, and deflation is a known complication associated with these devices as referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).